Event description:
Paramedics were attending to a pt in full cardiac arrest. Allegedly after hooking the pt up, the crt went blank and would not display the pt's rhythm. A back up device arrived and was used to continue treatment. The pt was not resuscitated. The reporter stated the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on the reporter's assessment of the pt's viability and the availabilty of a back up device.